Event description:
It was reported following a pump and catheter replacement, the pt was reported to have no symptoms and doing well. The hcp indicated the pt experienced no injury and would be observed. Several days after the report from the hcp, it was reported the catheter and pump were again replaced. The hcp was unable to aspirate and indicated a questionable portal occlusion. It was released by a flush of saline. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.